Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735778, ubd: unknown, UDI#: unknown, work order completed: h6) a manufacturer representative went to the site to test the navigation system. It was reported that the power cord was replaced to resolve the issue. A05: applicable to the severed power cord. A07: applicable to the damaged power cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the power cord to the fan at the base of the camera cart was severed and the fan was not functional. This was noticed during another part replacement. There was no patient involved.

Manufacturer narrative:
H2: update - see section d3 h2: please see section d4 for the complete UDI h2: please see section d9 for when the device was available for evaluation. H2- h6: the power cable, lot number: unknown, was returned to the manufacturer for analysis. The power cable was completely severed and missing. The complaint was verified. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.